Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the evaluation.

Event description:
International affiliate reports that returned loan kit inspection found the distal tip of the viper polyaxial screw driver shaft had broken off from the instrument. It is not known when/where tip breakage occurred.

Manufacturer narrative:
Visual inspection confirmed that the poly screw driver shaft tip was snapped off. A review of the DHR found no issues were identified during the manufacturing and release of this product that could¿ve been attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. No definitive conclusions can be made. However, the observed damage suggests that the device tip most likely snapped off due to wear and tear. The instrument device had been in the field for approximately 2 years. In the absence of an identified device manufacturing/release issue or observed trend, this complaint will be closed with no further action required.